Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that several years after filter placement it was identified that several filter limbs had detached from the filter. Reportedly, there was an unsuccessful endovascular attempt to retrieve the filter. During the subsequent surgical procedure to remove filter, several filter limb fractures/detachments were noted, including two that had migrated to the lungs and another that had moved into the retro peritoneum. The three filter limbs were not retrieved or surgically explanted. No further info regarding the event or the pt is available at this time.